Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges under delivery. Customer¿s blood glucose level was 227 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.